Event description:
It was reported that the patient presented with muscle stimulation and diagnostic imaging confirmed that the right ventricular (rv) lead had perforated. The rv lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences.